Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective leg stimulation in addition to abdominal overstimulation. X-rays identified the scs lead has migrated. Subsequently, surgical intervention will be taken at a later date to address the issue.